Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported they were unable to insert the locator to the insertion sheath with the involved angio-seal evolution. The locator was not inserted into the sheath, and the device was not used. Manual compression was applied to achieve hemostasis. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The puncture site was proximal to the inguinal ligament of the right common femoral artery, the vessel diameter was 6 mm, and the size of the sheath ancillary used was 6 fr. There was no health damage to the patient. Hemostasis was successfully achieved by manual compression. No other devices or equipment were used with the reported device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.